Event description:
The facility reports the incident occurred after the bath. The resident was in the wheelchair, wheeled into the tub room, and was assisted in transferring to the lifter. The resident's feet were slightly touching the floor when in the lifter. The bath was completed with no issues. The caregiver was assisting with dressing the resident in the lifter (the resident partially dresses in the lifter). While assisting in dressing, the resident shifted the weight forward, and the chair started to tip forward. The resident wears a left leg brace. The resident tried to gain leverage by banging the left foot on the ground to assist in the brace fitting on the leg securely. The resident yelled that the chair was tipping; the caregiver could not stop the chair from tipping forward. It was reported the seat belt was applied. No injuries were reported.

Manufacturer narrative:
An arjo investigator has examined the device and found it in good condition. The left brake cylinder when engaged did not go down after repair by the arjo tech; function was intermittent. All other functions were working fine. The arjo tech serviced the unit. The tech was called and told that the left brake was still not making contact with the floor. Tech was to replaced the brake. Non-skid flooring surface. Additional information was provided by the investigator: the support arm in front of the resident was not down during the incident. Engaged brakes on a lifter that was not involved in the incident. When the brake button was pressed, there appeared to be an additional lifting action as compared to the unit involved in the incident. The investigator spoke to the tech and he mentioned the battery on the lifter involved in the incident may have been low. The lifter was in a lowered position while the resident was being dressed. The brakes were engaged. The resident yelled the chair was tipping. The caregiver mentioned she was right in front of the resident. However, she couldn't stop the chair from tipping; the resident was too heavy and the caregiver was not strong enough to stop the tipping motion. Additional information from site: the executive director was not sure how long the left brake was defective prior to the incident. The caregiver thought the belt may have been loosened and, as the belt got wet, slide to the torso of the resident. The caregiver did not reposition the resident when being removed from the tub. The executive director wanted to know how many cycles the lift should work before the unit needed to be replaced. The manufacturer concludes the root cause of this event (the lifter tipping) is user error related; the product has not been used as intended. The support arm to support the patient at all times except during bathing was not down during the incident, and the caregiver was assisting in dressing the resident in the lifter. The operating and product care instructions (opi) state under the chapter safety instructions, "intended use: this equipment is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathroom process," i.e. The intended use of the equipment is not to facilitate dressing. There is also a warning in the opi stating the patient should sit in an upright position. A dressing operation, especially without using the armrest, will most likely put the patient in a non-safe (not upright) position, which mostly likely has caused the lift to tip over. The manufacturer recommends retraining the customer in all aspects of how to use and work with the product.